Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the lead exhibited high pacing thresholds. It was difficult to extend and retract the helix. The lead was not used.